Manufacturer narrative:
A stryker sr. Qae spoke to the stryker sales account manager, who provided that he consulted with the account about the incident. The account provided that the root cause for the patient fall was attributed to staff not re-setting the bed exit alarm. Additionally, the account provided that the patient fall resulted in a fractured hip but would not provide whether the hip fracture was femoral or pelvic. Per procedure, this investigation will assume that the hip fracture was femoral as this is more common. Based on the information provided by the account, the stryker sr. Qae determined that the clinician not alerted of patient fall condition resulting in an injury was not due to any component level defect as it was identified that the bed exit alarm was not reset properly. The issue was resolved for the customer by documenting the customer complaint and confirming no further action was required from stryker.

Event description:
It was reported that the bed exit did not alarm and a patient fell, resulting in a hip fracture.

Event description:
It was reported that the bed exit did not alarm and a patient fell, resulting in injury. Attempts are being made to gather additional details from the user facility.